Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to blood glucose. Reportedly, the customer reverted to manual injections for insulin therapy.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to blood glucose as the customer was not using the pump for insulin therapy. Reportedly, the customer reverted to manual injections for insulin therapy.